Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Diagnostic imaging was performed and no anomalies were observed. No further intervention has been performed. The patient was stable and will continue to be monitored.